Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, broken shell and others, red particles in the shell and underweight. A microscopic analysis was performed which identified, sharp broken and one opening sharp (unidentified (tear) opening) and non-penetrating nick, near of the broken and opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior due to surgical impact and a sharp broken due to surgical impact. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side ruptured device and silicone is present in armpit and lymph nodes. Device was explanted.

Event description:
Patient reported right side ruptured device and silicone is present in armpit and lymph nodes. Device was explanted.